Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an unknown patient required an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. The catheter was placed in the bile duct on (B)(6), 2021 without incident. The catheter was "fixed with gauze" and attached to a "top" drainage bag. No biliary stent was placed in the bile duct, so there were no obstacles for the drainage catheter in the bile duct. On (B)(6) 2021, the patient returned to the hospital for catheter separation. The patient stated separation occurred "without doing anything." The portion of the catheter that remained in the patient was "naturally removed" and was replaced with a new, similar device. No parts of the device remain in the patient's body and no other adverse effects were reported for this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: it was reported that an unknown patient required an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. The catheter was placed in the bile duct on (B)(6) 2021 without incident. The catheter was "fixed with gauze" and attached to a "top" drainage bag. No biliary stent was placed in the bile duct, so there were no obstacles for the drainage catheter in the bile duct. On (B)(6) 2021, the patient returned to the hospital for catheter separation. The patient stated separation occurred "without doing anything." The portion of the catheter that remained in the patient was "naturally removed" and was replaced with a new, similar device. The device was stored horizontally. No resistance was encountered when advancing the wire guide or catheter into position. The device was flushed before use. Force was exhibited on the catheter. The patient's activity level was described as "was able to walk." No parts of the device remain in the patient's body and no other adverse effects were reported for this incident. Investigation evaluation: a review of the manufacturing instructions, drawing, instructions for use (IFU), specifications, and quality control procedures was conducted during the investigation. A visual inspection of the complaint device was also conducted. A section of the used ult7.0-35-25-p-5s-cldm-wf-hc, ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter, was returned for investigation. The section measured approximately 13.6 centimeters from the apex of the loop. A section of suture string was wrapped around the tubing, near the separation. The area of the separation was at an angle and the mac-loc fitting was not present. The inner and outer diameters of the catheter measured within specification. A lot number was not provided; therefore, it is unknown if there were any nonconformances or if there have been additional complaints on the lot. The product IFU cautions ¿patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter." Information provided upon review of the device master record, device failure analysis, design history file, and the customer¿s description of the event suggests that the device was manufactured to specification. There is no evidence of nonconforming material in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that component failure without any design or manufacturing issue contributed to this event. The user indicated there was no known damage during the initial placement. When considering the evidence displayed, it is possible the catheter underwent excessive force or tension while placed in the patient. It is also possible the drainage catheter was cut by a sharp object. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: b5. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 10may2021 but was mistakenly omitted when the initial report was submitted. The device was stored horizontally. No resistance was encountered when advancing the wire guide or catheter into position. The device was flushed before use. Force was exhibited on the catheter. The patient's activity level was described as "was able to walk."